Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on during testing. The device's power management board required replacement to address the issue. No repairs were completed because the device was scrapped.